Event description:
The hcp reported the pt was experiencing symptoms of withdrawal. The expected residual volume was approximately 3ml and the hcp was unable to aspirate any drug. The pt had last been refilled in 2004 and the hcp felt all 10ml of drug went into the pump. The pt responded to a therapeutic bolus of 100mcg 2 months later. "Pt is very sensitive to dose changes, but has not shown any signs of overinfusion/overdose". The hcp is planning on letting the pump continue to infuse and check it after a few ml's have infused to check the accuracy. A follow up report will be sent when additional info is received.